Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient came in with complaints of low flows. Interrogation of patient history revealed pump stops, low speed advisory, and low flows. The patient denied disconnecting their driveline at any time. The driveline had electrical tape on it but this was the first time the patient experienced the alarms. Log file review confirmed pump stops and low speed advisories with pump speed dropping to as low as 0 rotations per minute (rpm). The issues occurred on batteries. X-rays of the patient's driveline showed a shielding breakdown where the anchor attaches to the driveline. Some odd looping of the driveline near the pump was also observed. It was recommended to immobilize the percutaneous lead to prevent any further interruption in support.

Event description:
It was later reported that a percutaneous lead repair was performed without issue on (B)(6) 2023. The patient was placed on an ungrounded cable. When last seen at the end of (B)(6), no further alarms had occurred. The patient would continue to be seen for routine follow up.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stop events while the device was connected to external 14-volt batteries. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reports, these events could be indicative of an issue with the driveline; however, evaluation of the replaced distal driveline was unable to confirm driveline wire damage related to the reported event. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the patient's complicated hospital course could not be conclusively established through this evaluation. The submitted x-rays showed some potentially tight internal loops of the driveline; however, a driveline wire compromise could not be confirmed via the submitted x-ray images. Review of the submitted log file found that pump stop events were captured on (B)(6) 2022 while the device was connected to external batteries. Low speed advisory, low speed hazard, and motor stop alarms were observed during the pump stop events. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The pump otherwise operated at the set speed without issue. There were no other notable pump alarms active in the log file. Approximately 18¿ of the distal end of the driveline was returned with controller connector. An electrical continuity test of the driveline as-returned was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Tears in the silicone jacket were noted from the terminus of the bend relief to the proximal end of returned driveline jacket; however, a specific cause for the superficial driveline damage could not be conclusively determined through this evaluation. Upon disassembly of the driveline, examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors that would have caused or contributed to the reported events. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 12dec2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia, hemolysis, and bleeding (perioperative or late) as adverse events that may be associated with the use of the heartmate ii lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 of the IFU also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was later reported that the patient remained asymptomatic during the pump stops but remained admitted for other concerns. The patient experienced mixed shock in the setting of reduced heart failure with reduced ejection fraction (hfref) and respiratory failure. Ventilator support and broadened antibiotics were required given concern for additional infectious injury with rising lactate. Infectious workup was negative. Left ventricular assist device (lvad) dysfunction was exacerbated by aortic valve dysfunction. Right ventricular dysfunction was also noted in a transthoracic echocardiogram (tte) performed on (B)(6) 2022. The patient also experienced acute decompensation on b)(6) 2022 with minimal urinary output despite aggressive diuretics and metolazone. Rapid increase in creatinine with hypotension required pressor support. Emergent renal replacement therapy (rrt) was started given concern for volume overload contributing to clinical deterioration. A central venous catheter (cvc) case request for a hemodialysis line was planned for b)(6) 2023. Pressors were discontinued on b)(6) 2022. Symptoms remained consistent with cardiogenic shock. The patient remained hemodynamically stable but reported brown coffee ground emesis on b)(6) 2022. The patient was on warfarin as a part of lvad therapy, but the medication had been held since admission due to subtherapeutic international normalized ratio (inr). The bleeding resolved but providers continued to track hemoglobin and hematocrit. Hemoglobin had been slowly but steadily down trending since admission. It could not be determined if there was bleeding or a low level of hemolysis. The patient reported a large episode of melena on b)(6) 2023. Packed red blood cells (prbcs) were administered on b)(6) 2023. It was noted that the patient had history of lower gib on b)(6) 2013 with jejunal arteriovenous malformations (avms). Atrial fibrillation with rapid ventricular response (rvr) also contributed to the complicated hospital course. The patient reportedly had a history of ventricular tachycardia (vt) prior to implant and had an implantable cardioverter defibrillator (ICD). Milrinone was stopped on b)(6) 2023. Palliative care was consulted to address ongoing goals of care. The patient still desired life prolonging therapies as of b)(6) 2023. As of b)(6) 2023, the hemoglobin had been stable so a heparin drip was continued at a flat rate. Heparin would be increased back to a cardiac scale if bleeding remained stable. A percutaneous lead repair was also requested for the patient.